Manufacturer narrative:
One vial of test strip lot 397397-11 containing 6 test strips was received for investigation. The test strips and vial showed no defects. The returned test strips were measured in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot strips: test 1: 3.1, test 2: 1.4. Customer strips: test 1: 3.1, test 2: 1.3. The returned customer material and retention material comply with specification. Relevant retention test strips (lot 397397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 09:01 am, the meter results was 3.0 inr. At the doctor's office at 11:00 am, the result from a different meter was 2.29 inr. The therapeutic range was 2.5-3.0 inr.